Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer had overheated and was then unable to print, the programmer printed as expected; however, it was noted that print errors were found in the error log and therefore the software was reloaded and the link electronic module was calibrated and additionally the power supply was replaced as a preventive to the overheat comment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated twice then stopped being able to print internal or external. The programmer was returned for repair. No patient complications have been reported as a result of this event.